Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displays a red x. There was no report of patient involvement.

Event description:
It was reported to philips the device displays a red x. There was no patient involvement.